Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose ranged from 250-300 mg/dl.